Event description:
Off site minor burn found after case. Burn close to a metal towel clip that was admittedly in contact with the pt. During the case, or tech & surgeon recalled a "spark" when he inadvertently activated the pencil when he used the scratch pad. No treatment was required.